Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported patient effect of worsening mr appears to be a secondary effect of the slda (procedural conditions), while the reported dyspnea was likely a symptom of the worsened mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to <1. On (B)(6) 2017, the patient presented with heart failure symptoms (dyspnea). An echocardiogram was performed which found that the clip detached from one leaflet and remained attached to the other leaflet (slda). The mr had increased to 4. On (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted, reducing the mr to 2. A second clip was attempted; however, there was no additional reduction of mr; therefore, the second clip was not implanted, and the procedure was completed. The patient had a good outcome. No additional information was provided.